Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 9/20/2019. Device returned to manufacturer: yes. Device evaluation: the preloaded device was returned to the manufacturing site along with the lens. The plunger push rod was observed in advanced position. The cartridge component was observed correctly engaged into the lower body of the pcb00 unit. Visual inspection using magnification was performed. Residues of viscoelastic was observed at the cartridge tube and tip. The lens was observed broken with one haptic detached. The detached haptic was not returned, but a piece of lens was observed stuck at the cartridge tip. The reported issue was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The unit was handled and used for surgical. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigation request (ir) was received for this production order. Conclusion: as a result of the investigation the reported issue was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) would not advance, and then only the haptic came out when the doctor had to push pretty hard to get the lens move forward. There was patient contact, but no injury. There is no indication that there was surgical intervention required. No further information was provided.